Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic or mitral valve stenosis. Deployment of the sapien xt valve in a pulmonary valve with a transannular patch is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as it is unclear what caused the malposition; possibly tortuosity or sizing mismatch of the valve could have played a role in the malposition (too low) of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During the right transvenous approach for sapien xt in the pulmonary position, the valve was placed too low, so it was removed and replaced with a surgical valve. This patient has a past medical history of pulmonary valvotomy with transannular patch. Balloon sizing was utilized using a 30mm balloon, and a landing zone of 25.5 mm was noted. The team discussed sizing and the physician decided to implant a 29mm sapien xt with -2ml in the delivery balloon. The 20fr esheath was inserted without difficulty. The edwards bav balloon was not utilized. The 29mm sapien xt was rinsed, prepped and crimped per IFU. The novaflex + delivery system was inspected and prepped, with no defects noted. Valve orientation was confirmed, and the novaflex+ delivery system (with -2ml in the delivery balloon) with crimped valve were inserted, without difficulty. Valve alignment was performed in the inferior vena cava (ivc). The valve was tracked into the pulmonary position and angiography revealed proper positioning. Ventricular pacing was initiated, and the 29mm sapien xt was slowly inflated. The valve was noted to be positioned low into the right ventricle outflow track (rvot), so it was moved distally further into the pulmonary valve. Final deployment was low, and the sapien xt was noted to be quite unstable in the rvot. Post dilation was performed, and 2+ ml were added to the delivery balloon for a total of 33ml. Post dilation did not improve the valve stability. The team discussed surgery vs. Implant of palmaz stent inside of the sapien xt to create a more stable landing zone, and then try to implant a second sapien xt valve. After failed attempt to advance the palmaz stent across the sapien xt, it was felt that the safest option for the patient was to convert to open surgery, explant the unstable sapien xt and implant a surgical valve in the pulmonary position. The patient remained hemodynamically stable throughout the entire procedure. The patient was moved from the cath lab to a surgical suite. The sapien xt was explanted, and the patient tolerated the procedure well. She was transferred to the cvicu in stable condition.

Manufacturer narrative:
During administrative review of this report it was noticed the conclusion required corrections. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The patient's anatomy should be evaluated to prevent the risk of access that would preclude the delivery and deployment of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as it is unclear what caused the malposition; possibly tortuosity or sizing mismatch of the valve could have played a role in the malposition (too low) of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.